Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 27-aug-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the system on critical override. A technical support specialist (tss) found that the facility had a 15 minute auto critical override enabled for no adt and no pis messages received duration. The tss verified that pyxis did not receive adt or pis messages during the incident timeframe and confirmed that no adt/pis messages were sent to pyxis during this period, which caused all affected stations to enter critical override due to the settings. The tss provided updates to the customer regarding these findings and emailed the timeframe details so the customer could verify with the host to resolve the issue. The system functioned as intended after the technical support specialist assessed the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es was on critical override mode. The customer stated that this malfunction caused a delay in dispensing medication to patients. However, there were no adverse events or injuries reported based on this event.